Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600 cc. Flow rate: 14 cc/hr. Procedure: pancreatectomy. Cathplace: bilateral subcostal tap. Date of surgery: (B)(6) 2013. Doctor suspects that a pump ran faster than he had set the flow rate. Specifically, he is mentioning that approximately 150 cc of the pump's drug was infused faster than it should have been. No harm or symptoms of toxicity were reported of the patient. Per questionnaire received on (B)(6) 2013, "600 cc run at 7 cc/hr each limb. This is the maximum rate for this pump. Pump found empty and discarded by rn after 32 hours. It could have been empty prior to that. Rate was not changed during administration and even if it had been it couldn't be set at a faster rate as it was on the maximum possible rate at all times. About 150 cc was missing." Patient is reported to be currently in good condition. Lot number is not in the chart, per physician.

Manufacturer narrative:
Method: actual device is not available for an evaluation and investigation. The lot number was not provided; therefore, the device history records (DHR) could not be reviewed. At this time, the investigation is still in progress and results are not available. A conclusion will be provided in a follow-up report when the evaluation and investigation is completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.